Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was cutting the grass and fainted due to unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 39 mg/dl when the paramedics arrived. Customer stated that he declined any extra help from the paramedics since his wife treated him with a glucagon shot and a tablet. Nothing further was reported.